Event description:
It was reported that the patient developed an infection in the blood stream. The implantable pulse generator (ipg) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed an infection in the blood stream. The implantable pulse generator (ipg) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo and was observed to have blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2012; addr01 implantable pulse generator, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.